Event description:
Guidant received info that 13 mos post implant, this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The physician has expressed concern with the device's longevity.

Event description:
Event description guidant received info that 13 months post implant, this implantable cardioverter defibrillator (lcd) was explanted due to battery depletion. The physician has expressed concern with the device's longevity.